Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2014, at 9:00 a. M. At an unspecified date/time, the patient obtained a blood glucose reading of ¿121 mg/dl¿ with the subject meter and ¿141 mg/dl¿ with another device (doctor/clinic meter), performed greater than 30 minutes of each other. The patient manages his diabetes with oral medication (metformin, ½ a pill), diet and exercise and stated he continued with his usual dose of medication in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter claimed, 1 hour after the alleged issue occurred, the patient developed symptoms of ¿jittery¿. The patient did not receive any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s meter has been returned on 09/08/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.